Manufacturer narrative:
Corrected: date received by MFR, establishment name code. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This medwatch was submitted late without a late letter attached. The due dated was not double checked upon initial submission, so the late letter was not originally attached.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleged the patient suffered debilitating pain and discomfort in hips and legs, thereby interfering with her ability to perform activities of daily living as a result of the implanted asr hip. Update (B)(4) 2013 - patients revision operative records were received. Records indicate the patient was revised to address metallosis. Upon revision a large pseudotumor, gray milky colored fluid, and dissociation of the gluteus medius tendon onto the trochanter was found. There was an insignificant amount of corrosion noted at the trunnion head interface and no bony ingrowth of the acetabular cup. The stem and sleeve were added to the complaint and the complaint reopened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the warsaw and international complaints databases finds no other reports against the femoral stem product and lot code combination since release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.